Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 500mg/dl and diabetic ketoacidosis. The customer had symptoms such as not being able to bring down their blood glucose. Customer wanted to document the incident only. No further details given.